Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-1678-cp serial/batch number (B)(6) was received for investigation. Visual evaluation of the returned device noted that the drill guide arrived broken for evaluation. It was noted that the drill guide tube is attached to the 2.7mm drill bit. The most likely cause for the reported failure is user error for applying excessive force during use.

Event description:
On 5/1/2023 it was reported by an arthrex employee via email that the drill and drill guide from an ar-1678-cp internalbrace implant system got stuck. The case was completed using another ar-1678-cp internalbrace implant system. This was discovered during a procedure on (B)(6) 2023. Additional information received on 5/2/2023: this was discovered during an anterior talofibular ligament repair procedure.